Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise sodium results generated on the alinity c processing module. The following data was provided (mmol/l): sid (B)(6), initial 141.93, repeated 161.04. Sid (B)(6), initial 141.75, repeated 113.22. Sid (B)(6), initial 138.28, repeated 109.46. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and tried to calibrate sodium, but the instrument generated message code ¿1606 calibration failed for assay (na-c). Slope outside of defined range.¿ the fsr resolved the issue by replacing the ict module. No additional discrepant result issues have been reported since the service activity was completed. The ict module/ lot 250205, was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed imprecise sodium results generated on the alinity c processing module. The following data was provided (mmol/l): sid (B)(6), initial 141.93, repeated 161.04, sid (B)(6), initial 141.75, repeated 113.22, sid (B)(6), initial 138.28, repeated 109.46. No impact to patient management was reported.